Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a failed atrial lead position check and loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead and right ventricular (rv) leads had been accidentally switched in the header by the implanting physician. Therefore the previously reported failed lead position check and loss of capture was on the right ventricular (rv) lead. The rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no issue with either leads and that the previously reported issue were as a result of the leads being in the wrong position in the header.